Event description:
It is reported that the drill bit broke off while drilling for the superior hole, a piece was left in the pt.

Manufacturer narrative:
Evaluation summary: no lot numbers were provided. Breakage might have been caused due to application of high torque along with bending/deflection during its use. The exact cause analysis can not be determined with certainty. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specification. The investigation could not verify or identify any evidence of product contribution to the reported problem.